Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient started to experience an increase to urinary frequency in the end of december. They started getting up two to three times per night, and every couple of hours at work. They had no falls, traumas, nor lifestyle changes. Their spouse helped to increase amplitude, and they got a sharp shooting pain with a rapid vibration. The patient immediately decreased it back to 3.5 volts, but over the next two days, had a constant sharp pain in the penis. They decreased amplitude further, which resolved the pain for the past two days. They commented they were not sure if their spouse may have made some other programming change without realizing it that could have caused the overstimulation. The patient was not sure what could have caused the increase to urinary frequency. They had upcoming appointments scheduled with a manufacturer representative and doctor, but wanted to try a different program in the meantime. It was reviewed how to change from program 4 to program 1. They confirmed the amplitude was at a comfortable level. They would maintain the stimulation level, and continue to track symptoms. They were redirected to their doctor if the issue persisted.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the rapid vibration and overstimulation was determined to be probably attempting to reset settings without proper instruction. A representative instructed a change in the settings which proved effective in controlling vibration.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.